Event description:
It was reported that the patient experienced palpitations when using a riding lawnmower. Follow up was conducted and indicated that the patient was seen and reported the palpitations with accompanied nausea on one occasion. The device had adapted up to 5 v and 1.00 ms. The right ventricular output was reprogrammed down to 3.5 v and .40 ms and the capture management was turned off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).